Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(4) 2017 at 15:00. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the ventilator stopped the ventilation while in use. The customer tried to restart the device without solving the issue. Thus, the customer switched to manual ventilation. There was no patient injury reported.